Manufacturer narrative:
(B)(4). The injector was not returned for evaluation, however, the lens was received and inspected. The lens was returned in liquid and a piece of the optic was missing. Method: lens work order search. Results - a lens work order search was performed and there were no similar complaints found. Conclusion (no conclusion can be drawn): based on the complaint history, lens order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that a +23.0 diopter cq2015a three piece collamer was loaded in the epiphany injector and torn as it was primed to the tip of the injector. No patient contact and surgeon did not attempt to insert the lens. The reporter stated the incident was caused by the injector.